Event description:
The reporter stated they did back to back blood glucose tests, 2-3 minutes apart, using the same fingerstick. Reporter's results were 77 and 129 mg/dl. Reporter did not have any symptoms. On follow-up, reporter states doing a control solution test that was in range. Report has no problem with strip insertion, and said that their spouse uses alcohol pads to clean the meter. No harm was alleged.